Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this patient's remote home monitoring system displayed a red blinking light, indicative of a potential change in their device. Additional information has been requested. No adverse patient effects were reported. The device remains in service.